Manufacturer narrative:
Batch review performed on 23 october 2019. Lot 1810242: 70 items manufactured and released on 22-mar-2019. Expiration date: 2024-03-13. No anomalies found related to the problem. To date, 39 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 4 months after the primary due to instability due to a slightly subsided stem. The surgeon revised the 28 mm cocr head m with a 28 mm cocr head xxl and revised the versafitcup dm liner hc 58/28 with a versafitcup dm liner hc 58/28. The surgery was completed successfully.